Event description:
A customer contacted beckman coulter, inc (bci) in regards to false positive total beta hcg (tbhcg) results generated by unicel dxi 600 access immunoassay analyzer for one patient. The result was reported out of the laboratory. Subsequent testing on the same and on an alternate instrument produced negative results. The results are shown. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The sample was plasma collected by a grenier vacuette in a 13 x 100 mm lithium heparin tube. The sample was centrifuged at 3000 g for 10 minutes. The instrument is performing well with no issues. No additional system information was provided. The customer questions the sample quality because the customer noted the final sample aliquot had clotted several days after the result was obtained. Service was not dispatched for this event as the customer was questioning the sample quality, not the instrument. No definitive root cause for this event could be determined. The customer not questioning instrument.